Event description:
An attorney representation letter was rec'd stating the pt was being represented regarding bilateral lcs-ps implants rec'd in 1999. The report states the pt had bleeding in the patella.